Manufacturer narrative:
(B)(4) product usage when the alleged issue was detected is unknown. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. The sample was returned to the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the unit will no longer heat when plugged in.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the unit passed the tests; however, the current test was not able to be conducted as the thermal cutoff was detected open and the unit did not heat up. It is possible that this damage was due to overheating of the unit. Based on the investigation performed, the reported complaint of "unit will not heat" was confirmed. Although the product showed the defect, a corrective action could not be established due to the fact that all aquatherm heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the unit will no longer heat when plugged in.